Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from non-vitros biorad specialty immunoassay qc fluids using a vitros xt7600 integrated system when compared to the biorad peer mean values for the control fluids. The assignable cause of the higher than expected vitros ipth results is unable to be determined with the information provided. A suboptimal calibration cannot be ruled out as a contributor to the event. The two higher than expected vitros ipth results that breached phs criteria were obtained on a single calibration, however the parameters of this calibration were well within expectation. Additionally, historical qc results were not performing as expected for this lot, indicating an issue not related to calibration, although none of the historical results breached phs criteria. The customer confirmed that they store and prepare calibrators per the vitros ipth instructions for use. An issue with the customers biorad qc fluids cannot be ruled out as a contributor to the event. The biorad specialty immunoassay qc is good for 30 days on all analytes besides ipth and one other assay. When used for ipth, this qc is good for only four days. It is possible that the customer is using the fluid beyond the recommended period of stability, although this could not be confirmed. An instrument issue is not a likely contributor to the event. An ortho field engineer (fe) performed a vitros ipth precision test using non-vitros biorad control fluid and results were within ortho acceptable guidelines. The ortho fe performed no actions on the analyzer. Additionally, ortho ipth control fluids were in range, indicating that vitros ipth lot 1605 was performing as expected. Continual tracking and trending does not indicate a systemic issue with vitros ipth lot 1605. (B)(4)

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained from non-vitros biorad specialty immunoassay qc fluids using a vitros xt7600 integrated system when compared to the biorad peer mean values for the control fluids. Biorad level 1 lot 88701 result of 64.40 pg/ml versus the expected peer mean result of 47.77 pg/ml. Biorad level 2 lot 88702 result of 990.70 pg/ml versus the expected peer mean result of 760.7 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were obtained from non-patient fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. (B)(4)